Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a decrease in r-wave sense amplitude was noted on the right ventricular lead. No intervention has been performed at this time. The patient was stable with no consequences. Further information has been requested but not yet received.